Event description:
It was reported that the patient's recently implanted right ventricular (rv) pace/sense/defib lead was being extracted due to "fraying" of the lead. No additional information was provided. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced inappropriate shocks, and the right ventricular (rv) lead exhibited oversensing, high/undefined impedances, and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.